Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2023 with an episode of inappropriate anti-tachycardia therapy from the implantable cardioverter defibrillator (ICD) due to p waves falling in the blanking period. The transmissions showed the device declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt). No intervention was performed at this time. The patient was scheduled for continued monitoring.